Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia resulting in hospitalization. The user was transported by ambulance, admitted from (B)(6) 2025 to (B)(6) 2025, and treated with IV dextrose. The user recovered, resumed ilet use, and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported ambulance transport and IV dextrose administration. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no malfunction alerts identified. Device data confirmed multiple hypoglycemia alerts on the reported event date, followed later by repeated libre 3+ sensor-related alerts, cgm signal loss, and subsequent hyperglycemia. Based on available information, the event is most consistent with hypoglycemia followed by cgm instability and subsequent therapy disruption; no ilet malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.